Event description:
It was reported that removal difficulties were encountered and stent damage and dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00x32mm promus element ¿ was advanced to treat the lesion but the stent was not able to cross the mid and distal rca. The physician withdraw the stent but resistance was encountered. The physician suspected that the stent was lifted. Then the physician attempted to withdraw the stent together with an unspecified guide catheter. However, the stent fully dislodged in the ostial of the radial artery. The physician used a tweezer to retrieve the dislodged stent. The procedure was completed with a non bsc stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged. The maximum crimped stent profile was measured and was below the max crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that removal difficulties were encountered and stent damage and dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00x32mm promus element was advanced to treat the lesion but the stent was not able to cross the mid and distal rca. The physician withdraw the stent but resistance was encountered. The physician suspected that the stent was lifted. Then the physician attempted to withdraw the stent together with an unspecified guide catheter. However, the stent fully dislodged in the ostial of the radial artery. The physician used a tweezer to retrieve the dislodged stent. The procedure was completed with a non bsc stent. No further patient complications were reported and the patient's status was stable.